Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and are currently under evaluation, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment event or patient death.. Device manufacture date: monitor: sn (B)(4): 05/14/2012; electrode belt: sn (B)(4): 04/11/2014.

Event description:
Us distributor contacted zoll to report that a patient passed away after being treated by the lifevest. Prior to passing, the patient experienced an appropriate treatment event consisting of six shocks. The patient was in the hospital at the time of the event. The first five treatments were delivered from 23:36:47 to 23:40:12 when the patient was in ventricular fibrillation (vf). The post-shock rhythm for all five shocks remained vf. The sixth shock was delivered at 23:40:49 when the patient's rhythm was vf. The post-shock rhythm was asystole. A non-treatable rhythm was detected at 23:40:59 and the device was shutdown at 2:41:03. The response buttons were not pressed during the entire event. Hospital staff was present during the event. The patient subsequently passed away around 1:45 am on (B)(6) 2016. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. There are no alleged deficiencies. There is no evidence of a device malfunction involved in the event.